Event description:
Post cardiac cath angioseal deployment was unsuccessful due to kinking, this was followed by an attempt to close with perclose device, but it broke in the attempt. Pt underwent urgent vascular repair and retrieval of foreign body.